Event description:
The report is from the study. The patient was a male. The patient had a history of smoking and a family history of coronary artery disease. The patient underwent the index procedure in 2004 and a staged procedure on the following month (mid right coronary artery). The 1st target vessel was the mid left anterior descending artery (lad). Vessel diameter was 2.5mm and the lesion length was 8mm. The lesion was irregular in contour, mildly angled, and concentric. Pre-procedure timi flow was 1. An 8 x 2.5mm bx sonic stent was deployed at 13atm. There was no pre-dilation and no procedural complications. The patient had a des (non-cordis product, taxus) implanted in the mid right coronary artery during the staged procedure a month later. The patient was followed for a year and there were no angina symptoms. The patient was hospitalized in 2007 for a CABG. During the 3 year follow-up telephone contact, the patient reported currently having angina (ccsi). There is no additional information available regarding these events.

Manufacturer narrative:
There is no additional information regarding the CABG in 2007. In an effort to report conservatively, this is coded as a restenosis of the bx sonic. Additional information will be submitted within 30 days of receipt.